Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that on (B)(6) 2013 the pt was readmitted for high lactate dehydrogenase (ldh), and associated power spikes to 13 as well as cola colored urine. The pt requested to be discharged to attend an event as was again readmitted 7 days later due to high ldh. Two days following, heparin gtt, integrilin gtt and 4 total rounds of systemic tpa were administered. Ldh would come down with tpa but then go back up. The hospital urgently listed the pt as 1ae for transplant. The pt was transplanted on (B)(6) 2013.